Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found the broken grip tip to be related to the customer reported complaint. A piece approximately 16.71 mm x 5.25 mm was found to be broken off. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that the cadiere forceps was broken. There was no report of patient involvement or reported injury.